Manufacturer narrative:
Age at time of event: 18 years and above. (B)(4). Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. There was blood in the lumen. The shaft, collar, and tip were microscopically examined. The shaft was kinked and damaged at the coil/shaft transition. The guide catheter used in the procedure was not received for product analysis, so a test 6f guide catheter was used for functional testing. The distal tip of the shaft was inserted through the hub but there was resistance as soon as the coil was inserted due to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11189. Reportable based on device analysis completed on 19-dec-2016. It was reported that shaft kink and shaft friction occurred. The 75% stenosed target lesion was located in the severely tortuous and non-calcified atrioventricular of right coronary artery (rca). A model-7f mach 1 guide catheter was selected for use. However, during unpacking, it was noticed that the device looked like it was stretched. Another model-7f mach 1 guide catheter was opened and engaged to the lesion. Then, a 2.25x9 non- bsc balloon catheter was advanced for dilation, however the device was unable to cross the lesion. A 145, 5-in-6 guidezilla¿ guide extension catheter was then advanced for the non-bsc balloon catheter to cross the lesion but was unsuccessful. When the non-bsc balloon catheter was removed, it was noticed that the wire element of the guidezilla got kinked. Another 2.0x10 non-bsc balloon catheter was advanced through the guidezilla and was able to cross the lesion. However, during inflation at 2 atmospheres, the balloon of the non-bsc balloon catheter ruptured. The non-bsc balloon catheter was removed from the patient. A 2.50 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. Severe resistance was encountered but the synergy was able to pass through the guidezilla and reached the lesion. However, during the procedure, it was noticed that the stent dislodged but remained on the stent delivery system (sds) at 15cm from the distal portion of the shaft. The physician then inflated the balloon of the synergy stent balloon to 2 atmospheres to prevent the stent from dislodging from the sds and then pulled the catheter out of the patient. The procedure was completed. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed that there was damage at the coil/shaft transition.